Event description:
Death certificate lists the immediate cause of death as penumonia, due to or as a consequence of cerebral palsy. The pt reportedly had pneumonia for 5 days.

Event description:
Reporter indicated that vns patient had passed away. It was reported by treating neurologist that the cause of death was gastroparesis and perforation. The patient was receiving vns therapy at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.